Event description:
20 patients between over a 2 year period underwent laser assisted in situ fenestration of aortic stent graft (lisfas) for endovascular repair of complex aortic aneurysms. Endurant stent grafts were implanted and the heli-fx guide catheter was used to guide the laser probe and maintained its 90 degree angle with the endograft wall centered by target vessel the following malfunctions were reported; type I endoleak, type ii endoelak, type iiib endoleak the following adverse events were reported ; renal artery occlusion, dissection, renal failure, ischemia, paraplegia, intervention patient deaths were reported but there is no causal link that an endurant stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; image fusion guidance for in situ laser fenestration of aortic stent graft for endovascular repair of complex aortic aneurysm: feasibility, efficacy and overall functional success leger t, tacher v, majewski m, touma j, desgranges p, kobeiter h cardiovasc intervent radiol (2019) 42:1371¿1379 https://doi.org/10.1007/s00270-019-02231-8. If information is provided in the future, a supplemental report will be issued.